Event description:
A pt had a piece of granufoam dressing (approx 5 cm in length) left in a wound after v.a.c. Therapy. It was stated that the piece separted upon removal of the granuform dressing. The segment of foam was left behind in a wound tunnel that was not initially able to be visualized. The segment was subsequently removed.